Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this serial number and issue to date. Visual/functional/performance evaluation: the device was returned for evaluation. It was found that the instrument was not able to fire properly. Upon further examination, it was indicated that there was evidence of thick oil on the inner components causing the switch ring to bind up. This likely occurred as a result of improper maintenance by the customer that could have prevented the instrument from firing properly. However, the definitive root cause is unknown. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for failure to fire, as the device was not firing properly during functional testing. However, the investigation is inconclusive for self activation due to the returned sample condition. Labeling review: the current magnum biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during functional testing of the device, the device fired on its own after it was locked into place on the second priming. The same device was used during a procedure and was able to complete the procedure with the samples obtained. A coaxial was not used during the procedure. There was no report of patient injury.

Manufacturer narrative:
The serial number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during functional testing of the device, the device fired on its own after it was locked into place on the second priming. The same device was used during a procedure and was able to complete the procedure with the samples obtained. A coaxial was not used during the procedure. There was no report of patient injury.